Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (burning smell from charger) has been confirmed. Upon investigation, the battery charger/modem was constantly resetting and wouldn't power up. The cause for the failure was isolated to a shorted y1 crystal oscillator on the charger bedside board. The root cause for the shorted y1 component could not be positively identified. No adverse event resulted from the shorted y1 component. The patient received a replacement battery charger/modem.

Event description:
An (B)(6) year old male patient called zoll customer support to report that a burning smell was coming from his battery charger. The patient was issued a replacement battery charger/modem.